Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 730 mg/dl. The customer was unable to troubleshoot at the time of the call. Advised the caller to have the customer call back to conduct the troubleshooting. Nothing further was reported.